Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported that the pump's alarm sound was not annunciating. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.